Event description:
The customer contact reported device breakage of the distal tip of the option-lok mal adapter. The customer contact reported the option-lok male adapter of the plumset was connected to the needleless female adapter of an unspecified extension set, and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the plumset from the extension set. At this time, it was reported that the distal tip of the male adapter broke of. No additional details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.